Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned to togo medikit for evaluation. The sheath that had been set along with a dilator was returned. Visual inspection observed the dilator tip was damaged. There was no abnormality noted on the tip of the sheath. The dimensions and processing state of the sheath and dilator were investigated and noted no issues with the inner and outer diameters of the tube. No other issues were noted at the sheath tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the patient experienced an arterial injury. A 6fr x 11cm super sheath introducer sheath was selected for use. During introduction of the sheath to the patient the physician found it difficult to "cross the wall". Subsequently, the patient's artery was torn. The physician passed through the femoral artery and performed hemostasis. The sheath was checked at the end of the procedure and it was observed that the tip of the sheath was blunt. There were no further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an arterial injury. A 6fr x 11cm super sheath introducer sheath was selected for use. During introduction of the sheath to the patient the physician found it difficult to "cross the wall". Subsequently, the patient's artery was torn. The physician passed through the femoral artery and performed hemostasis. The sheath was checked at the end of the procedure and it was observed that the tip of the sheath was blunt. There were no further patient complications reported.